Event description:
Lifetime tpn pt on service for years. Infuses tpn nightly. They warm tpn bag, adds mvi and sandostatin and infuses bag. The bag at hang time is completely clear of air bubbles. When disconnecting in am, they noticed several (hundreds) of "champagne" bubbles in fluid remaining in bag. The bubbles increase with the use of each bag daily (as the bags are "older").